Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited an alert on the remote monitoring system for a high out of range shock impedance measurement of 131 ohms on the right ventricular (rv) channel. The products remain in-service. No patient symptoms or adverse patient effects were reported.